Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 14 mmol/l at the time of the incident. Customer states the display was not blank less than 30 seconds and/or did not return. Troubleshooting was performed. Customer states the contacts on the battery cap are missing. The customer was advised that we will ship a new battery cap. The customer was also advised to discontinue use of the insulin pump and revert to backup plan per hcp's instructions until new battery cap arrives. The insulin pump will not be returned for analysis.